Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. In addition it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient applied a new pod and administered boluses with the new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. After investigation of the needle mechanism, no issues were found that would result in a failure of the device to deploy the needle mechanism. The device ran for 593 pulses and was deactivated by the user. No bends or kinks were observed in the soft cannula, and fluid was able to flow through the fluid path with no signs of struggle. No other damages or manufacturing deficiencies were found during the investigation.